Event description:
A male pt contacted lifecor customer support to report that the monitor would not power up. Support had the pt look into the battery well of the monitor. The pt stated that there appeared to be bent pins. He also stated that the battery pack connector also looked damaged. Support sent the patient a replacement monitor and battery packs.

Manufacturer narrative:
MFR date: battery pack -01/2008. Battery pack -01/2008. Device evaluation summary: device evaluation of monitor, two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely, due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damage to their connectors. Pin 1 was damaged. This is the grounding pin. The connectors were repaired. The battery packs were retested and restocked. The damage connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.